Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. The insulin pump received with broken battery tube threads.

Event description:
It was reported that the insulin pump had crack on battery compartment during normal use. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.